Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
The exact date of the primary surgery is unk - approximate date of 1992. Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 14 year of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should info be received, the complaint will be reopened. Depuy considers the investigation closed.